Manufacturer narrative:
Date of event is estimated. During the processing of this complaint, attempts to obtain patient information were made but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-05032, 3006705815-2021-05033. It was reported the patient experienced shocking located at the ipg site. Surgical intervention was undertaken on (B)(6) 2021 where the ipg was explanted and replaced.